Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. Product ID 8578, serial# (B)(4), implanted: 2011-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information received reported that the device did not cause or contribute to the stenosis, disc issues, and nerve compression. It also did not cause or contribute to the back surgery in (B)(6) 2015.

Event description:
The patient¿s stenosis began after pump implant. The patient had ¿serious disc problems¿ and nerve compression; her last surgery was in (B)(6) 2015. Fentanyl was put in the pump a year or more prior to (B)(6) 2014. The patient stated that the fentanyl was thicker and ¿didn¿t go through the tube as well¿. The fentanyl was not as effective as the morphine. As of the date of this report, the pump was still delivering fentanyl and per the patient her dose was so high because of her stenosis, serious disc problems, and nerve compression. The patient had also had hydromorphone in the pump in the past. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.